Event description:
It was reported that the day after it was implanted this right atrial (ra) lead captured the patients right ventricle, which indicated a dislodgement that was confirmed by fluoroscopy, so this ra lead was repositioned and remains in service. No additional adverse patient effects were reported.